Event description:
Smartez pump (se0175-250, lot# unknown) containing vancomycin 1 gram in 0.9% sodium chloride 250 ml would not infuse. Patient line flushing without problem. Pump will drip when disconnected and unclamped.